Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. Inspection of the equipment noted condensation in the flow sensors. The condensation was removed.

Event description:
The hospital reported the unit was not ventilating as expected. There was no report of patient involvement.